Manufacturer narrative:
Placeholder.

Event description:
Account reported patient underwent uneventful ilasik in both yes on (B)(6) 2014. Presented at 1 day post treatment with grade 1 diffuse lamellar keratitis (dlk) in both eyes. Steroids increased and patient followed daily. Grade 2 dkl noted on right eye, grade 1 noted in left eye on (B)(6) 2014, on day 3 patient stated vision "didn't seem as good". Slit lam exam (sle) noted dlk still present in both eyes, right eye more than left one. Surgeon elected to lift and irrigate. Completed without incident on (B)(6) 2014. Patient seen (B)(6) 2014 vasc 20/20 right eye , 20/25 left eye. Interface clear trace epithelial basement membrane dystrophy (ebmd) superior cornea. Continue to follow at center. Re-check 1 week or sooner if vision changes.

Event description:
Account reported patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Presented at 1 day post treatment with grade 1 diffuse lamellar keratitis (dlk) in both eyes. Steroids increased and patient followed daily. Grade 2 dlk noted on right eye, grade 1 noted in left eye on (B)(6) 2014, on day 3 patient stated vision "didn't seem as good." Slit lam exam (sle) noted dlk still present in both eyes, right eye more than left one. Surgeon elected to lift and irrigate. Completed without incident on(B)(6) 2014. Patient seen (B)(6) 2014 vasc 20/20 right eye , 20/25 left eye. Interface clear trace epithelial basement membrane dystrophy (ebmd) in both eyes superior cornea. Continue to follow at center. Re-check 1 week or sooner if vision changes.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.